Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief at ECG "c", damaging wires in the cable. Additionally, the ECG "c" and "d" domes were missing. The root cause for the strained cable was excessive force. The root cause for the missing ECG dome cannot be positively identified. The patient last wore the lifevest more than 24 hours prior to passing, so there is no indication at this time that the device malfunction caused or contributed to the patient's death. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a belt for investigation into a non-reportable death, when a reportable malfunction was found.